Event description:
Per (B)(6), nurse with infusions, new pump received last month has had multiple issues including 'empty batteries' and 'air alarm'. Pump used to infuse lumizyme sdv at above dose and frequency. New pump was sent no adverse events reported. No missed doses reported. Product lot number and expiration date unknown. No further information.